Event description:
It was reported that a guide wire detachment occurred. The target lesion was located in the left anterior descending artery. A 330cm rotawire was used while performing rotational atherectomy. After rotablation, the lesion was stented with an unspecified stent. At the completion of the procedure, it was then noted that a distal portion of the rotawire remained distal to the stent. Attempts to retrieve the broken wire with unspecified balloons and a snaring device were unsuccessful. The procedure was completed with this device with a portion of the distal tip remaining in the patient. There were no further patient complications reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR:the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).